Event description:
A malfunction alarm occurred with the pump, displayed as malf 16, and the fault ID was available. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and replaced the pump, instructing the customer on how to put the pump into storage mode before sending it back with a pre-paid label. The customer understood and acknowledged all instructions.